Event description:
The customer reported that a piece of endoscope may have been left in the pt's body during a procedure and the scope had been sterilized in the sterrad nx. Add'l info has been requested.